Manufacturer narrative:
(B)(4).

Event description:
It was further reported the length of the lesion was 4cm not 4mm. There was one blades-down pass performed for 2 min 20 sec, and no blades-up passes performed; the total run time was 2 min 20 sec. 200cc aspirant was collected. Upon removal of the jetstream catheter, the wire was stuck inside the device. Once the device was outside the body there was a large piece of intimal tissue wrapped around the tip of the device. Post-jetstream treatment stenosis was 25%. The target lesion was then treated with percutaneous transluminal angioplasty. After angioplasty of the dissection, there was a good result with good flow. Post adjunctive treatment residual stenosis was 20%. Post-intervention, runoff was demonstrated to the distal anterior tibial artery with retrograde collaterals to the posterior tibial circulation. The patient left the operating room in good condition. Post-procedure, the patient had hemostasis with a small hematoma. The patient had bedrest for approximately four hours, after which hemostasis was finally obtained without recurrent bleeding. The patient then experienced reperfusion swelling/edema without ecchymosis, with associated right calf cramping which resolved with bedrest and elevation. The next morning, the patient was ambulating with no residual calf cramping. His left groin site was stable without pulsatile hematoma. During surgery one week later, a right leg incision was made behind the knee and the wound deepened to expose the popliteal artery; perforation was present in the popliteal artery. Surgical repair of the right popliteal and left femoral was performed and the patient tolerated the procedure well; however, he was unable to ambulate post-surgery. The patient was discharged in stable condition with a swing bed, with the primary discharge diagnosis of aneurysm of artery of lower extremity.

Event description:
(B)(6). It was reported that vessel dissection and target vessel revascularization (tvr) occurred. In (B)(6) 2014, the patient underwent treatment of a de novo target lesion located in the right popliteal with 95% stenosis and was 4 mm long with a reference vessel diameter of 6 mm. It was treated that same day with pre-dilatation and the jetstream navitus system. Residual stenosis percentage was not provided. That same day, the patient experienced a dissection caused by the jetstream. Seven days later, the patient underwent an unplanned tvr or repeat target lesion revascularization in treated vessel/lesion.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that 6 days post-index procedure, the patient was admitted to the hospital with a one week history of persisting right lower extremity pain, particularly in the right calf with swelling and ecchymosis. A lower extremity ultrasound revealed a right popliteal aneurysm measuring 2.9 x 1.1 x 1.4 cm, neck 1.7 cm x 0.3 cm in diameter, largely thrombosed and a left femoral artery pseudoaneurysm measuring 1.2 x 1.4 x1.2 cm, a 2.32 mm long x 2.6 mm in diameter neck. The next day, the patient underwent right popliteal and left femoral pseudoaneurysm repair without difficulty. It was considered resolved that day and the patient was discharged from the hospital on two days later.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).